Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and steadily rising pace/sense impedance. In addition, oversensing was noted as well. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.